Event description:
It was reported that a spectrum infusion pump alarmed "door not fully latched". It was also reported that there was no pt injury.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom " 'door not fully latched' alarms", determined to be caused by a missing upper link switch. The upper auxiliary assembly was replaced, which satisfies the replacement of the missing upper link switch.